Event description:
Gt hold 9 14information was received that the cadd solis vip pump was alarming 41171. It is unknown if the event occurred while in use with a patient.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in excellent condition. The event history log was unable to be downloaded due to the constant error code. A power up self-test was conducted and the reported issue was duplicated. Upon power up, there was a recurring error alarm. The main board was inoperable, it had a bfc fault alarm which is a software issue. The main board will be replaced to resolve the issue.

Manufacturer narrative:
Additional information received stating incident occurred during in house testing; no patient involvement.